Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal left anterior descending artery with mild tortuosity and heavy calcification. The 3.0 x 15 mm trek balloon catheter was advanced and some resistance was noted with the anatomy. The balloon was inflated; however, the balloon ruptured during the first inflation of 8 atmospheres (atm). The trek was removed without issue. A non-abbott balloon catheter was used successfully. It was noted that the trek was submerged in saline and the air-bleeding was performed inside the patient's body. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrailjl3.5 6f. (B)(4): incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the trek instructions for use (IFU) instructs the user to evacuate air from the catheter prior to advancing the catheter into the anatomy. In this case, it does not appear that the IFU deviation could have caused or contributed to the reported difficulties.